Event description:
The download data for a (B)(6) male pt revealed several abnormal shut down flags. Zoll customer support contacted the pt and issued him a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon eval, the monitor abnormally shutdown during verbose testing. The cause of the abnormal shutdowns is a single defective memory bit. The root cause of the defective memory could not be positively identified. No adverse event resulted from the defective memory bit. The pt received a replacement monitor.